Event description:
2025-feb-21: additional information was received from a patient's representative. It was reported the patient passed away on (B)(6) 2025. There was no information to suggest this was related to the device or therapy. It was reported the system was complicated for the patient to operate. 2025-mar-12: additional information was received from a patient's representative. It was reported the patient got little to no relief from the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller was from a care facility, and the pt was unable to get out of bed due to back pain. Technical services (tss) asked about whether ins had been charged lately, but the caller didn't know a lot about the system or the status of the scs system. The caller was transferring tss to another hcp to do troubleshooting by the pt's bedside, but the caller got disconnected. The caller called back asking to reach a manufacturer representative (rep). The caller stated the pt 'lost function of the stimulator' yesterday, it was 'not working'. The caller stated the pt had severe pain down their right leg that they have been trying manage with oral meds unsuccessfully. The hcp called back to discuss the patient's therapy issue. The caller reported the pt started feeling return of pain symptoms yesterday. The caller said the ins was discharged, so they charged the ins. The caller was able to charge the ins and turn it on, but the pt did not feel the stimulation. The caller tried increasing the amplitude, but the pt still did not feel any stim ulation. The caller reported the pt did not have any falls or trauma.